Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 11 mg/dl back to back with a result of 76 mg/dl on t he advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that controls were run and within range. A request was made for the return of the suspect device and replacement product was sent.